Event description:
Rptr had ruptured silicone gel implants removed in 1992 due to numerous medical problems and had saline implants inserted to replace them. At the time she was using a cane occasionally, but not everyday. Within months, she was using the cane everyday and falling frequently. Plus rptr began to experience many other symptoms and became worried. After discussing this with several people rptr heard about a dr's report and obtained a copy of it. As a registered nurse, rptr was appalled that she had not been informed of the risk prior to surgery. Rptr immediately went to a plastic surgeon with the report and asked him to remove them. The first dr refused. Rptr then went to see a hematologist and he arranged an appointment with a 3rd dr who removed them at his next available surgical date, on 11/24/93. Since then rptr has had seven gamma globulin infusions (over $3000 a piece) and her immune system still has not improved much. Rptr has hearing impairment, visual impairment, frequent headaches, sweats, chills, numbness and hands and feet, chronic tiredness, arthritis in several joints, lost some function of left leg and foot, thyroid problems, insomnia, rashes, severe diarrhea frequently, and bladder control problems at times. Rptr worked hard to be an rn and now she cannot even work. She used to play tennis, long distance bicycle ride, dance several nights a week, bowl, sail, motorcycle, etc. Now she can't even take care of her daily needs without some help.